Event description:
During a heart by-pass procedure, the instrument was difficult to remove from the application site. The surgeon manually manipulated the device free and complete the procedure with another device. No pt injury reported.